Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) level was 192 mg/dl. Reportedly, the pump was able to be changed with a different wall adapter.